Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that during the procedure to implant this device, the physician elected to utilize the patient's atrial lead that had been surgically abandoned during a previous elective replacement procedure. The atrial lead produced all normal test results through the pacing system analyzer (psa); however, when the lead was interfaced to the device there was mechanical looking noise on the atrial and the shock channel. The noise went away after the torque wrench was inserted to loosen the set screw. However, the noise returned during flushing or pocket manipulation. Four days following implant, the noise was still present and the physician wanted a new device. A revision procedure was performed and a replacement device was implanted and successfully interfaced to the existing atrial lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.